Event description:
It was reported that 9800 system went into pulse mode on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The filament drive board was calibrated during the service call. The system was tested and found to be working as intended and put back into service.